Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an etco2 module channel error could not be confirmed. File was opened to document an event that the customer reported. No device history or qn search was performed since no serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that she will be teaching a class and the etc02 module for training is giving them a channel error.